Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to diabetic ketoacidosis and hypoglycemia on unknown date with blood glucose level was 400 mg/dl at time of incident and other blood glucose value was 600 mg/dl, 300 mg/dl, 221 mg/dl. The customer was assisted with troubleshooting. The customer stated that the symptoms soreness and blood. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer states that cannula was bent. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.